Manufacturer narrative:
The service rep adjusted the collimator iris pot. The system operates as intended.

Event description:
The customer reported, the 9600+ system is giving intermittent iris pot errors. No patient injury was reported.